Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Pump passed all operating currents tested within the range and passed off no power test. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer treated their blood glucose levels with manual injections. The customer stated that they had issues with the battery on the insulin pump. The customer stated they will call back with the insulin pump serial number to ship back for analysis. The customer returned the product for analysis.